Event description:
Related manufacturing reference: 3005334138-2015-00087, 3005188751-2015-00089. During a left side ablation procedure, a pericardial effusion occurred. Transseptal puncture was performed with a brk transseptal needle through a sl0 introducer. While mapping in the left ventricle with the flexability ablation catheter, the patient became hypotensive and an echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any sjm devices.

Manufacturer narrative:
(B)(4). The results of investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.